Event description:
It was reported that during a breast biopsy, after taking approximately three samples, there was a green cable error code. Switched modes and continued to receive the code. Shut the unit down and changed probes and continued to receive the error code. No patient consequence.